Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
Patient disclosed that they experienced a fall, then encountered hip pain. After examination by dr. (B)(6), he discovered the cup had displaced. Surgery to revise the cup was on (B)(6) 2016. Dr. (B)(6) believes that there is not enough ingrowth of bone on the cup.

Manufacturer narrative:
An event regarding loosening involving a tritanium shell was reported. The event was not confirmed. Method and results: device evaluation and results: material analysis was performed and concluded that "biological fixation was observed on the cup. The DHR for the cup showed that it passed all (B)(4) inspection for cleaning. No material or manufacturing defects were observed on the surfaces examined." Medical records received and evaluation: no patient medical records were available for review. Device history review: review of the device history records indicates that all devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: there have been no other events for this lot. Conclusions: the exact cause of the reported loosening could not be determined because no patient medical records and x-rays were provided for evaluation which is needed to determine the root cause for the reported event. A material analysis was performed on the returned device and concluded that "no material or manufacturing defects were observed on the surfaces examined" no further investigation for this event is possible at this time. If additional information becomes available, this investigation will be reopened.

Event description:
Patient disclosed that they experienced a fall, then encountered hip pain. After examination by dr. (B)(6), he discovered the cup had displaced. Surgery to revise the cup was on (B)(6) 2016. Dr. (B)(6) believes that there is not enough ingrowth of bone on the cup.